Event description:
It was reported that the patient with this right ventricular lead received shock. Boston scientific technical service (ts) explained adjusting sensitivity is not ideal and lead revision. Ts recommended an x-ray to confirm if lead coil was pulled backward. Additional information indicated that the lead was dislodged and pulled back to the atrium, hence this lead was repositioned. To date, the lead remains in service. No additional adverse patient effects reported.

Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.